Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had foreign material present due to insufficient reprocessing. There were several other forms of wear and there throughout the device. Those include but are not limited to scratching, leakage, adhesive failure, and material deformation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera elite colonovideoscope was experiencing an angulation issue during procedure preparation. According to the initial reporter, the angulation works, but the control knob feels too loose, reducing angulation. Reportedly, the intended procedure was completed using a similar device. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the sub-water supply channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly due leakage occurring from the r/l and u/d angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. -prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.